Event description:
A tevar with a planned iliac rupture with viabond x3, pericardial patch of iliac artery was done using a ins5010 hermetic lumbar catheter. Upon the pts return from the operating room to the intensive care unit the catheter broke off. (The catheter disconnected from the pressure tubing). The tip was removed and did not remain in the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.